Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was sleeping, and subsequently the pump touch screen became shattered and unreadable. The customer's blood glucose was 136 mg/dl. Reportedly, the customer did not have an alternate form of insulin therapy.